Event description:
The pt reported his insulin infusion device screen displayed "3.00" and "77." The pt stated the expiration date on his batteries was 2006. The pt stated he was aware of the recall. The pt was advised to discard all recalled batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.